Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain one of six on a homechoice (hc) machine, it was reported that the home patient (hp) had started therapy over reusing supplies. The hp did not call at the time of the issue. The technical service representative (tsr) advised the hp to call if they run into any problems. No patient injury or medical intervention was indicated in association with this report. No additional information is available.